Event description:
Pt had a peripheral IV with guidewire inserted via ultrasound by ir nurse. Next day, found hub only under dressing part of IV broke and was in pt's vein. Pt taken to surgery and foreign object removed. Radiologist found that by squeezing purple balloon on device, it can break it. He used a different device but same lot number. All devices disposed of. Dates of use: (B)(6) 2018. Diagnosis or reason for use: IV device needed /usually inserted in pt with poor "v." Is the product compounded? No; is the product otc? No.